Event description:
Patient was in for a cardioversion when the synchronized shock was administered there was a popping sound and then the smell of burning plastic. The cardioversion was successful and there was no skin impairment noted.